Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 01-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that certain keys on the keyboard were not functioning. A field service engineer found that the enter key and others were not working. The engineer swapped out the keyboard, but this did not resolve. The engineer then restarted the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the multiple keys on the keyboard was not working, the customer stated that this malfunction caused a delay to the patient care and unable to dispense medication. There were no adverse events or injuries reported based on this event.